Event description:
Event description guidant received information that this clinical cardiac resynchronization therapy-defibrillator (crt-d) oversensed noise through the associated defibrillation lead. The physician elected to investigate the noise source invasively; no lead damage was noted and device-to-lead connections were adequate. The physician elected to implant a new lead. During the procedure, the patient expired. The suspected cause of death is myocardial infaction (mi).